Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k the cap was damaged. The following information was provided by the initial reporter. The customer stated: "a black damage (it seemed to be scratched by a ballpoint pen) was found on the cap of the tube."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 4 photos were returned by the customer in support of this complaint. A visual examination of the sample and photos was performed and the customer's indicated failure mode of embedded foreign matter (shield) was observed. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Bd determined that the root cause for the issue of embedded foreign matter is attributed to resin colorant and/or resin adhering to the interior of the mold core and breaking free during the production process. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k the cap was damaged. The following information was provided by the initial reporter. The customer stated: "a black damage (it seemed to be scratched by a ballpoint pen) was found on the cap of the tube."